Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this 26 mm transcatheter bioprosthetic valve, the valve was deployed in the annulus but was very constrained after release. During the balloon aortic valvuloplasty (bav), the valve dislodged out of the annulus. The valve was snared and pulled back into the ascending aorta. Subsequently, a larger 29 mm transcatheter bioprosthetic valve was implanted high, resulting in severe paravalvular leak (pvl). Another bav was performed. During the implant of a second 29mm valve, the capsule pushed the implanted valve lower and to an ideal depth of 3-5 mm reducing the pvl to trace. The second 29mm valve was recaptured and removed from the patient. No other adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.